Event description:
Customer reported via phone call, she wanted to get the insulin pump replaced due to recall. Customer mentioned she was hospitalized due to high blood glucose but she was off the insulin pump during hospitalization. She had been off the device for about two years. Customer requested the device to be replaced due to scroll wrap recall. She agreed to report the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, unexpected restart error test, displacement test, and basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to prime anomaly. The esc button on the device had intermittent response due to flattened dome switch. The device had cracked case at display window corner, cracked battery tube threads, and minor scratches on the display window.